Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up button was unresponsive. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.